Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation visual inspection revealed stripped/chipped threads on the closure tops. Potential cause root cause was unable to be determined. This event could possibly be attributed to inserting off-axis leading to cross-threading. DHR review per DHR review, the parts were likely conforming when they left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that three closure tops stripped during installation intra-operatively. They were removed and replaced by another closure top to complete the surgery without patient impacts. This is report one of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00421.

Event description:
It was reported that three closure tops stripped during installation intra-operatively. They were removed and replaced by another closure top to complete the surgery without patient impacts. This is report one of three for this event.